Event description:
It was reported that the patient presented for ventricular tachycardia ablation. After the procedure, a magnet was placed over the implantable defibrillator to disable high voltage therapy. The clinician attempted to replace the magnet over the device after it had moved. During this adjustment, it is suspected that the right ventricular lead was damaged. As a result, noise was observed on the lead. The patient experienced an episode of inappropriate high voltage therapy due to the noise. The patient had atrial fibrillation which was treated and broken. Patient was stable. The device was reprogrammed. The patient would continue to be monitored.